Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain /pelvic area pain') in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular with excessive bleeding, uterine fibroids, migraine, headache, uterine enlargement, menopausal symptoms and abdominal distension. Concomitant products included allopurinol (elavil) from (B)(6) 2009 to (B)(6) 2014, boron;calcium;cimicifuga racemosa extract;folic acid;glycine max extract;magnolia officinalis;nicotinic acid;pyridoxine hydrochloride;riboflavin;selenium;thiamine;tocopherol;vitamin b12 nos (estrogen) since 2019, hydrocodone since 2016, ibuprofen from (B)(6) 2006 to (B)(6) 2010, melatonin from (B)(6) 2014 to (B)(6) 2014, nsaids since (B)(6) 2006, paracetamol (acetaminophen) since (B)(6) 2006 and zolpidem tartrate (ambien) from (B)(6) 2013 to (B)(6) 2014. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition:: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient is currently planning for essure removal. Previously reported essure insertion date : (B)(6) 2006 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded, results: total bilateral occlusion; on (B)(6)2 007: hysterosalpingogram demonstrates bilateral fallopian tubal occlusion coils in place. Fallopian tubes appear completely occluded on this examination. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-dec-2019: pfs received. Event¿s : physical pain /pelvic area pain, abnormal bleeding vaginal, menorrhagia outcomes were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain /pelvic area pain') in a 42-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular with excessive bleeding, uterine fibroids, migraine, headache, uterine enlargement, menopausal symptoms and abdominal distension. Concomitant products included allopurinol (elavil) from (B)(6) 2009 to (B)(6) 2014, boron;calcium;cimicifuga racemosa extract;folic acid;glycine max extract;magnolia officinalis;nicotinic acid;pyridoxine hydrochloride;riboflavin;selenium;thiamine;tocopherol;vitamin b12 nos (estroven) since 2019, hydrocodone since 2016, ibuprofen from (B)(6) 2006 to (B)(6) 2010, melatonin from (B)(6) 2014, nsaids since (B)(6) 2006, paracetamol (acetaminophen) since (B)(6) 2006 and zolpidem tartrate (ambien) from (B)(6) 2013 to (B)(6) 2014. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition:: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety, abdominal pain and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient is currently planning for essure removal. Previously reported essure insertion date : (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded, results: total bilateral occlusion; on (B)(6) 2007: hysterosalpingogram demonstrates bilateral fallopian tubal occlusion coils in place. Fallopian tubes appear completely occluded on this examination. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. Event post procedural complication was added. Event outcome updated for pelvic pain & menorrhagia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.